Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26358. The patient was implanted with two leads from the same lot number. It was reported the patient was experiencing pain at the ipg site. The physician agreed to reposition her ipg. On (B)(6) 2014, the patient was no longer feeling stimulation. The ipg is fully charged and will communicated with external devices; however, the amplitude is turned all the way up and the patient cannot feel the stimulation. The patient was advised to turn the scs system off as it is a possibility that the lead has migrated into the pocket. Follow up on this matter revealed x-ray imagery confirmed both leads had migrated. The ipg site pain is related to lead migration. It was noted when the scs system was turned off the pain resolved. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.